Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder was selected for implant. During deployment, the disc deployed in the shape of a cobra head. The device was removed and replaced with an 11mm asd to complete the procedure successfully. The patient remained hemodynamically stable and there was no clinically significant delay in the procedure.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.